Manufacturer narrative:
Per the manufacturer's subsidiary, after cpb, the ccm displayed the red 'x's again. The screen again went blank and when the ccm came back on, displayed an error message. The power manager board of the unit was replaced and the unit worked without issue.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed a red 'x' on all of the pump and module icons and then went blank. The issue resolved itself and then later on in the case, the centrifugal pump stopped and an alarm was occurring. As a result, the centrifugal control unit was replaced. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b1, b2, b5, d9, h3 and h6. Per data log review: on (B)(6) 2021 a perfusion screen was opened at 07:39:16 am. All looked normal until 01:14:14 pm when many pumps and modules reported a '5 volt (v) supply voltage test failure'. This will cause a red x to appear on the affected pumps and modules, alarm tones will also sound as reported. Eventually the voltage is out of range enough to cause some pumps and modules to reboot. This will cause the display to go off, a '?' Will appear on the pump/module icon, and any pumps that were running will stop as reported. The log confirms the complaint as the 5v was going out of range intermittently. During laboratory analysis, the product surveillance technician (pst) connected the power manager board to a lab use only (luo) power manager board test platter. The power manager did not power on the platter and the generic board light emitting diode (led) did not illuminate. During microscopic examination of the power manager board, the pst observed the d30 diode on the shield plane to be damaged. It was determined that the power manager did not meet specification.

Event description:
Per clinical review: the team had an incident with the heart lung machine (hlm) during set-up and then during the cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. During set-up for the cpb procedure, the central control monitor had' x's and '?'s displayed. The issue resolved itself, the team opted to go on cpb, and about 20 minutes into the procedure, the team had the same issue with the 'x's on the ccm. The information obtained was that there were periods in which the clinician had to hand crank the centrifugal and roller pump. Per the information available, there was possibly an exchange in the centrifugal controller. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue. The team opted to use the equipment after the 'x' marks were seen, and loss of communication was noted.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.